Event description:
It was learned via telephone that dr. (B)(6) called our edwards technical support regarding an inflammatory issue with the implantation of the model 4700 pericardial patch. Off label use was noted as the patch was used in the carotid region. Dr. (B)(6) wants to know if this product is known to cause an inflammatory response. The dfu for this product indicates the following, "the safety and efficacy of this device for procedures other than pericardial closure have not been demonstrated. The pericardial patch is intended for pericardial closure only.".

Manufacturer narrative:
(B)(4) = inflammatory issue. Multiple attempts have been made to clarify the reported event and obtain additional information, however, the customer had not provided additional information to date. The device history record (DHR) review was not possible due to no lot/serial number was provided.